Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #618a, serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 22,893 joules of use and 10 minutes, the fiber was observed to be "rotating inside the metal tip." The fiber was exchanged and at 106,896 joules of use and 20 minutes, the fiber was observed to be "rotating inside the metal tip." The second fiber was exchanged and the procedure was completed with the third fiber. Patient outcome: "no injuries." This report is for the second fiber.